Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was severe corrosion that appears to be rust on all the internal components. The corrosion build up will cause the device to stick when actuated. The corrosion was likely caused by improper cleaning and sterilization of product.

Event description:
It was reported that the device would not retain a pin during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.